Manufacturer narrative:
A maquet tech inspected and found that the pump had stopped due to level and air bubble intervention. The level and air bubble intervention was set to "aux". Unit was returned to service. A supplemental medwatch will be submitted if additional info becomes available.

Event description:
It was reported that the art pump stopped during surgery. (B)(4).